Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9429323. Checking the quality database revealed one change control cc (B)(4) "packaging - addition of longitudinal precuts" opened on september 2013 and closed on january 2014. About the technical specification minimum expected for tensile test on catheter part: tip ch12 = 20n. Historically, we observed that this issue is not related to a manufacturing issue like a gluing issue of the tip. That's why, since the implementation of the change control (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. A similar case study was performed based on folysil product reference, defect = tip missing from december 2020 to december 2024, 27 similar cases were found. A rmf evaluation was performed based on criq 247 - risks identified 11623 (hazardous situation: catheter cannot be removed entirely) & 12611 (hazardous situation: catheter withdrawal is impossible (or with difficulty)). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the catheter tip became unattached from the catheter on removal from patient. No further information provided by the hospital.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9429323. B3: estimated date.

Event description:
According to the available information, the catheter tip became unattached from the catheter on removal from patient. No further information provided by the hospital.